Event description:
It was reported to boston scientific corp that a resolution clip device was used to stop a bleeding vessel in the upper gastrointestinal tract during a gastroscopy procedure performed in 2009. According to the complainant, during the procedure the nurse pulled the slide back two clicks, then pushed forward but the clip would not release. The physician then pulled the catheter in an attempt to release it. The clip released from the catheter but also detached from the tissue. The physician did not remove the loose clip. He had no concerns that the clip would pass naturally. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant, a supplemental medwatch will be filed.